Event description:
It has been reported to philips that the customer was unable to perform x-ray due to shutter problems. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found that the system was inoperative due to shutter problems. Review of the log files confirmed the malfunction and the errors related to the shutter positioning. The fse performed the system troubleshooting and identified that the shutters were inactive which gave error message related to shutter position. The issue was due to lack of calibration detected in the detector. The fse calibrated the detector to resolve the issue. The same issue recurred again in a different case ID where the fse identified that the amc (advance motion controller) had malfunctioned. The fse replaced the amc to resolve the issue in that case ID. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.